Event description:
It was reported that pump touchscreen became unresponsive and screen appeared frozen, preventing customer from interacting with pump, after which pump declared malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, and pump was scheduled for replacement by tandem technical support. Customer reverted to an alternative method of insulin therapy.